Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 254 mg/dl. They had to take the battery out as it kept alarming and would not let her clear alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to unlock on lcd keypad connector. Insulin pump was monitored and no audio beep anomaly noted. Time advanced properly.